Manufacturer narrative:
Device return: one used d1000 tego connector visual analysis (pre and post decontamination) recorded various component damages, the silicone seal was observed to be pushed inward. The returned d1000 tego was air pressure leak tested per the applicable product specifications. The results recorded no leakages were observed. Additional engineering evaluations were performed. An attempt was made to connect a luer lock syringe to the d1000 tego and it was not possible. The slit in the d1000 tego would not accept the male luer of the luer lock syringe. Microscopic evaluation of the d1000 tego revealed that there was some tearing on the top surface of the seal and an incomplete slit that looked to have some shiny substance in the area of the slit that may have been preventing access into the slit. Findings: the returned d1000 tego was damaged when returned. The damage appeared to be the result of inability of a male luer to penetrate the slit of the tego which displaced the seal. Though the seal was displaced the returned d1000 tego did not leak when tested.

Event description:
Int'l. (B)(6) complaint received reporting multiple issues (connection/leakage) with use use of d1000 tego connectors. The initial information from the distributor reports during dialysis "...product experimented two fails: ..tego disconnection to the hemo-dialyses line (one sample)... Leaking at the silicone and yellow body of the tego (discarded)." There were no reported adverse patient consequences.